Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent ipg explant for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the ipg explant was due to the patient¿s abdominal surgery. No device malfunction was suspected. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent ipg explant for an unknown reason.